Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device was in need of a battery replacement. There is no patient involvement.

Event description:
The customer reported that the device was in need of a battery replacement. There is no patient involvement. Further information was provide that there was no malfunction of the device. The customer contacted philips for information on battery procurement only.